Manufacturer narrative:
Section d4 primary UDI number has been updated.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary artery in a 71-year-old male patient with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), history of known coronary artery disease, diabetes mellitus, renal insufficiency, and dialysis. The patient's clinical state prior to initiation of support was identified as scai shock stage e. The patient received one unit of packed red blood cells overnight and another unit the next morning for continued low hemoglobin. Hemolysis was diagnosed with elevated ldh. The patient was anuric and on dialysis with continuous renal replacement therapy (crrt). The patient remained on support. Hemolysis and renal failure may result from underlying critical illness, advanced cardiogenic shock and pre-existing renal dysfunction in the setting of mechanical circulatory support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information received for d6 explant. Section d4 serial number was corrected.

Event description:
Additional information was received indicating that the impella device was explanted.